Event description:
Patient reported, unknown side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: serial numbers provided as (B)(6) and (B)(6), but affected side of rupture, and sides of devices were not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.